Event description:
Related manufacturer reference number: 2017865-2024-33240. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker was unable to redock with the delivery catheter inside the patient. The tethers began to stretch on the deliver catheter until it separated from the leadless pacemaker. The leadless pacemaker was retrieved and it was discovered part of the helix had detached inside the patient. The implant attempt was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events of docking issue-during procedure, premature separation, inadequate capture and low pacing impedance could not be confirmed while the reported event of detachment of device or device component was confirmed. Visual inspection showed that the helix was broken and tool marks were noted on tether hole. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output and impedance measurements, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information noted the leadless pacemaker exhibited high capture thresholds and low pacing impedance during implant.